Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had damage to their driveline and both of their power cables. The patient reported no alarms; however, some water damage was reported. The plan was to replace the modular cable and the system controller. Log files were submitted for review and captured no unusual events.

Manufacturer narrative:
D1: brand name: corrected d4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: superficial external jacket damage to the modular cable was confirmed via an image provided by the account. The report of the driveline having "some water damage" could not be conclusively determined through the submitted photograph and the modular cable was not returned for evaluation. The controller event log file contained events spanning from 18mar2024 to 20mar2024. No notable events or alarms were captured. The pump appeared to have been operating as intended at the set speed. The submitted photo showed a tear in the modular cable's polyurethane jacket. The jacket also appeared to be discolored brown. The underlaying armor layer did not appear to be affected. The report of ¿water damage" could not be conclusively determined from the submitted image. The account communicated that the modular cable and system controller were to be exchanged at the same time. Additional information regarding the event, including product return availability, was requested from the account; however, nothing further has been communicated at this time and the exchanged modular cable was not returned for evaluation. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records for heartmate 3 modular cable, lot number 8109242 were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook contain information on use, exchanging, and caring for the modular cable. Section 7 of the IFU, ¿alarms and troubleshooting,¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 8 of the IFU, ¿equipment storage and care,¿ contains driveline care instructions and explains that the exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. If more aggressive cleaning is needed, it is recommended to use warm water and mild dish soap. Section 4 of the patient handbook, ¿living with the heartmate 3,¿ contains information on caring for the driveline and instructs the patient to keep the driveline clean. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Section 5, ¿alarms and troubleshooting,¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.